Event description:
A malfunction was reported with a code labeled malf 0, but no notable events occurred before the issue arose. There was no adverse impact to the customer's blood glucose level. With assistance from technical support, the customer successfully reset the pump, and the malfunction code did not recur afterward. The customer was informed that they could continue using the pump and to reach out if the issue reappears, and they acknowledged this instruction.